Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and an unknown watchman closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown date post procedure, it was reported that the closure device did not seal the laa.

Manufacturer narrative:
Sec d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.